Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the outer tubing had environmental stress cracking breach (non-electrical). It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted and the outer tubing overlay had cosmetic environmental stress cracking. The device is part of the advisory for this model.

Event description:
It was reported that during device changeout procedure, when the leads were visualized there was a significant insulation failure noted on the right ventricular lead. The lead was capped, partially removed, and replaced. No further patient complications were reported as a result of this attempt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.